Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced phrenic nerve and diaphragmatic muscle stimulation caused by the left ventricular (lv) lead. It was noted that when the lead was placed in the target vein, the patient had a phrenic jump during the programmed outputs. The lead was not used, and another lead was implanted. It was further reported that after the lead implant and once the sheath was removed, the lv lead had ¿dislocated¿. The lead was ¿re-implanted¿ and remains in use. No patient complications have been reported as a result of this event.